Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call to have experienced hospitalized high readings and occlusion from the reservoir. The customer's blood glucose reading was 622 mg/dl. The customer was hospitalized for diabetic ketoacidosis. The customer treated with IV drip of insulin. The customer was wearing pump during time of hospitalization. During troubleshoot, customer was assisted with performing a 5.0 unit fixed prime and insulin did exit. The customer declined to further troubleshoot. The product was not returned for analysis.